Event description:
The surgeon reported he is not 100% the device used in the surgery was an eea28 as there were no issues in the surgery and the device was discarded. Correction 510k number for eea28: k062850.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: a colectomy was performed on (B)(6) 2015 and there was no issue during the surgery. In the postoperative period the patient presented with bleeding and a colonoscopy confirmed bleeding in the anastomosis. The blood loss was more than 500cc and the patient required transfusion. There was no unanticipated tissue loss or tissue damage as a result of this problem. The surgical time was not extended by more than 30 minutes. No reinforcement material used in conjunction with the stapling device. The surgeon stated the issue may have been related to incorrect staple size selection. Last known patient status: the patient was recovering.

Manufacturer narrative:
(B)(4).